Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during extraction of the left ventricular (lv) lead, due to a non-device related infection, the patient experienced tamponade and a pericardial effusion. A perforation of the coronary sinus was suspected. The patient was sent to the operating room for additional medical treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.